Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was deflation and capsular contracture, baker grade iii. Device evaluation: analysis of the returned device identified an opening on anterior, and wear abrasion. Leak test and microscopic analysis was performed which identified an opening(puncture), delamination of valve (<75% partial separation), and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated puncture due to surgical damage consistent in the use of a surgical tool, and a delamination(partial) of the valve (adhesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation and capsular contracture, baker grade iii. Device remains implanted.